Manufacturer narrative:
Updated blocks: d9, h3 and h6 the field service representative (fsr) observed the central control monitor (ccm) displayed 'check sum error' at boot up. He replaced the ccm. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) verified the complaint when he powered on the ccm and a checksum error was displayed. He determined that the single board computer (sbc) and the coin battery port was defective. With a lab use only coin battery installed and manipulating the coin battery to where it was halfway installed, the ccm would boot up without error. The product was sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during pre-cardiopulmonary bypass (cpb), the central control monitor (ccm) had an error at boot up. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.